Event description:
Per the audiologist, the patient has been resistant to using the device for approximately the last year. The patient removes the sound processor when it is activated. She will wear the sound processor if it is turned off. Reportedly, the patient has "multiple disorders (including severe cp) and is non-verbal". Results of an integrity test done on (B)(6) 2008 showed normal receiver/stimulator and electrode array function. The patient has an implant in the contralateral ear. Explant/reimplant surgery is scheduled for (B)(6) 2008.

Manufacturer narrative:
(B)(4).